Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Approximately seven years later, a revision procedure was performed due to elevated metal ions and reaction. The surgeon noted bone lysis intraoperatively during the revision procedure. No further information has been provided to date.

Manufacturer narrative:
The surgeon forwarded an article containing limited information regarding total hip revision procedures. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions ... Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." "Elevated metal ion levels have been reported with metal-on-metal articulating surfaces." The following sections could not be completed due to the limited amount of information provided: date of event; expiration date; date implanted; date explanted; manufacture date.